Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: one used sample and one photo was returned to our quality team for investigation. Through visual inspection, the tip was observed to be broken and detached from the syringe and the thread is damaged. A device history review was performed for reported lot 2011021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that a syringe 50ml ll had the luer tip break during use. The following was reported by the initial reporter: "when connecting the syringe to the pressure monitoring device, the tip of the luer/lock syringe becomes disengaged from the syringe and gets stuck in the pressure monitoring device. The truwave pressure monitoring device involved in the incident is an edwards lifesciences laboratory device."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 50ml ll had the luer tip break during use. The following was reported by the initial reporter: "when connecting the syringe to the pressure monitoring device, the tip of the luer/lock syringe becomes disengaged from the syringe and gets stuck in the pressure monitoring device. The truwave pressure monitoring device involved in the incident is an edwards lifesciences laboratory device."